Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem clinical diabetes specialist reported that the customer had met with a healthcare provider and multiple adjustments were made to the pump settings. The customer "felt good about the pump and care". Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was less than 45 mg/dl and was due to pump basal pump rate had been set too high. Emergency medical technicians (emt) monitored and treated the customer with glucagon and juice. The customer did not need to be transported to the hospital. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider.